Manufacturer narrative:
No patient information was provided and there was no patient injury reported. The product was not returned for evaluation. The 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. The 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. The 3m continues to monitor their complaints to confirm the effectiveness of the change made. The reported lot in this event does not include the solvent process change but did include the new material. End of report.

Event description:
It was alleged a leak occurred at the y-connector of the 3m ranger(tm) high flow disposable set. The leakage occurred when using fluid (type was not specified). There was no patient harm or reported injury.